Manufacturer narrative:
Vyaire file identification: (B)(4). Log files show that all adc values are within the specified range and inspiration block tightness test was also successful. The customer replaced the inspiration block, life block assembly, the o2 supply tube, and o2 connector inlet filter, housing cover alarm resolving the issue. The customer also performed a complete calibration of the device. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that an alarm failure "inspiration valve failsafe failed or occlusion in inspiration tube" appeared on the bellavista 1000. The customer has not provided information on patient involvement.